Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery intermittently fluctuated resulting in a pump shutdown. The customer's blood glucose level was not impacted. The customer charged the pump to address the issue.